Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hyperglycemia to a maximum of 210 mg/dl for approximately 2.5 hours while using the ilet with a dexcom cgm, despite meal announcements, with contributing context including recent weight gain, reduced activity due to a nerve condition, hemoglobin infusions associated with higher glucose, and intake of sweet tea. Symptoms included hyperglycemia without ketosis, loss of consciousness, or need for assistance. Outcomes included no alerts for severe hyperglycemia, no use of backup therapy, no medical intervention, and no hospitalization. Investigation included product support troubleshooting and education, as well as review of use conditions. Investigation of this case revealed no device alarms or malfunctions and an unclear cause, with user-reported factors such as dietary intake and concurrent medical conditions potentially influencing glucose levels; a separate distribution error resulted in shipment of incorrect infusion sets, and the correct sets were dispatched. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.